Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The device underwent functional testing and a visual inspection. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low ultrafiltration (uf) alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass low uf alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 21:26:06. During night drain cycle six, the patient's ultrafiltration reading was 2080ml, indicating the patient drained 1480ml more than their maximum programmed fill volume of 2000ml. No additional information is available.